Event description:
It was reported that the patient underwent a surgical procedure to remove and replace this inflatable penile prosthesis (ipp) because the device stopped working as the cylinders were breached. There were no patient complications.